Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Coronary occlusion and hypotension are known potential adverse effects per the device instructions for use (IFU). Hypotension is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, obstruction in the left coronary artery was reported and the hypotension most likely was a sequence of events as an effect of the occlusion/obstruction. Coronary occlusion can be attributed to procedural factors (e.g. Valve positioning, sizing, and technique) and/or anatomical factors (e.g. Location of coronaries with respect to the valve, and height of ostia). However, with the limited information and no images to review, the reported obstruction/occlusion could not be further assessed, and a conclusive root cause cannot be determined. There was no information to indicate a device malfunction or a quality deficiency was related to this event. This event does not indicate device misuse or malfunction. Correction: upon recent review of the previously submitted medwatch report, it was noted that the patient identifier was not listed. A1 was corrected to add the patient identifier. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty minutes following the implant of this transcatheter bioprosthetic valve, chest pain was reported. A coronary angiography revealed an obstruction in the left coronary artery. A percutaneous coronary intervention (pci) was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - additional information was received that approximately 30 minutes following the valve implant procedure, the pati ent lost consciousness and the blood pressure decreased. Adrenaline was administered. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. Percutaneous pulmonary support (pcps) was introduced and direct current (dc) was used once. Following the percutaneous coronary intervention (pci), an intra-aortic balloon pump (iabp) was introduced and the patient was taken to the intensive care unit (ICU). No additional adverse patient effects were reported.  Updated data: h6 - patient codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.